Manufacturer narrative:
Lot number - (B)(4). One single-use device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. After the blue winged luer cap was removed, continuous flow was observed from the distal luer. The device was found to flow normally. A functional leak test was also performed by filling the device with water. A functional leak test was performed by filling the device with water and manually tightening the blue winged luer cap. During and after fill, no signs of a leak were observed from the device. The reported condition was not verified. A photograph of one sample was provided for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported leak and no flow conditions could not be verified through evaluation of the photograph. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of the reported lots. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 3 </noe> malfunction events. It was reported that three small volume folfusors did not flow and leaked. One device leaked from an unspecified location prior to patient use. The device was used on the patient after the leak was observed. The device stopped flowing during infusion. This event involved a patient with no patient consequences. One device did not flow during infusion. The device was disconnected from the patient. After the device was disconnected, it leaked from an unspecified location. This event involved a patient with no patient consequences. One device would not prime. The reporter stated that the device leaked after preparation. This event did not involve a patient. No additional information is available.